Event description:
Received copy of customer's (B)(4) report which states "... Secondary antibiotic backed up into primary bag and pt did not initially get the antibiotic". There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. (B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the effected product be received for eval.